Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, an experienced loader loaded the valve uneventfully. The valve was recaptured eight times and kinking of the delivery catheter system (dcs) was observed during the eighth recapture. The valve was recaptured and removed uneventfully. While rolling the capsule back to remove and reuse the valve, the capsule became separated and the valve was unable to be removed. The capsule was opened prior to the capsule separation being reported. A different valve and dcs were used to successfully complete the procedure. It was reported that the aortic root had a horizontal angle with a short ascending aorta height which may have increased the stress and shear forces upon the capsule during multiple recaptures. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that the first valve was captured eight times due to shallow implants. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a DHR review was performed on the dcs batch # 0009063203 and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that the valve was recaptured eight times due to shallow implants. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the aortic root had a horizontal angle with a short ascending aorta height. This indicates that the probable cause of the positioning difficulties was patient anatomy, but this cannot be confirmed. It was then reported that after the eight recapture, a kink was noted in the dcs. The enveopro dcs instructions for use gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Capsule separation occurs due to excessive compressive forces applied to the capsule. The reported kinking was likely due to the capsule becoming bunched due to the compressive forces. Further manipulation and applied forces to the device to remove the valve subsequently resulted in the capsule separating. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Though no procedural images showing advancement or attempted deployments were submitted for review, it was reported that the aortic root had a horizontal angle with a short ascending aorta height which may have increased the stress and shear forces upon the capsule during multiple recaptures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.